Manufacturer narrative:
The investigation is currently on-going. This report will be updated upon receipt of additional details.

Event description:
Boston scientific received information that this right atrial (ra) lead was broken. It was reported that this happened some time ago. The patient's cardiac resynchronization therapy defibrillator (crt-d) had been programmed to pace/sense in the ventricle. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, the patient underwent a revison procedure for the patient's implantable cardioverter defibrillator (ICD) to be explanted and replaced. No further intervention was performed on this lead. This product remains in-service.